Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks around the display window with many scratches on the worn display. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window and cracked reservoir tube lip. No cracked case on the display window corners noted.